Manufacturer narrative:
Customer report was confirmed. Dry blood was found under balloon. Balloon was slightly eccentric but did not show any leakage. Both infusion and pressure lumens were also patent without any leakage. However when large amount of pressure applied to infusion lumen very small leakage was observed from infusion lumen to inflation lumen. There appeared an interlumen leakage between infusion and inflation lumens. No destructive test was performed to further investigate the interlumen leakage. Unit was sent to manufacture for further investigation. Manufacturer also evaluated and found no leak.

Event description:
Balloon leakage during use.